Event description:
The complainant reported a patient was on impella rp flex support and they had a hematoma on their neck. Pressure dressing was applied, heparin was paused for six hours and the hematoma improved. Support continued until the patient was successfully weaned off the device. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be anticoagulation management because the bleeding was resolved after stopping the heparin.